Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the analog interface (ai) printed circuit board (pcb). The ventilator then passed all testing.

Event description:
It was reported that during patient use, a ventilator stopped cycling. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.